Manufacturer narrative:
This report is submitted on may 24, 2019.

Manufacturer narrative:
This report is submitted on april 22, 2019.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2019 and was not reimplanted with a new device.